Event description:
The facility's biomedical engineer reported an infusion pump with an 810:11 failure code. Information was requested by baxter regarding whether or not the incident occurred during patient use or during biomed testing and whether there has been a report of any patient incident involving this pump since the last baxter service service event, but not additional information was available. Additional contact information was requested but not additional contact was identified.